Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they had a loose drive support cap that was pushed back in and it delivered a lot of insulin. Customer stated that their blood glucose readings went from 191 mg/dl to 54 mg/dl within ten minutes. Customer's blood glucose reading at the time of the call was 148 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.